Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing a ruby coil through another manufacturer's microcatheter, the physician encountered resistance and decided to retract the coil. However, while the ruby coil was being retracted, it unintentionally detached inside the microcatheter. Therefore, the physician used a large syringe to flush the detached coil into the target vessel. The procedure was then completed using an additional ruby coil and the same microcatheter. It should be noted that a rotating hemostasis valve (rhv) was used during the procedure. There was no report of an adverse effect to the patient.